Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in x. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There was no patient injury.

Manufacturer narrative:
H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in zürich, switzerland. Through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 3-4 meters from the surgery field. Moreover, the h2o2 was checked every day and when the device was not used, it was stored drained. No reusable heating blankets were used by the hospital and the 3t aerosol collection set was replaced after the allowed use period. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.